Event description:
No blood glucose levels reported. The customer reported receiving a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.